Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that after being implanted with vns, the patient's seizure pattern had changed. The patient experienced much less absences and myoclonus seizures and have started to have generalized clonic-tonic seizures (gcts) after being implanted with the vns. Follow up with the physician clarified that patient had gcts prior to vns. This event will be considered an increase in seizure (in reference to their gtcs) as the physician had specifically noted the frequency of their gtcs. Physician currently believes that the patient's current seizure pattern may be related to an aggressive tapering of the chronic drugs (clobazam). The patient cannot rule out the vns as a cause however. The cause remains unknown due to this. No other relevant information has been received to date.